Event description:
Customer scanned a pt and reports that the lateral separation and physical separation are incorrect. The customer indicates that correct procedure was followed when collecting the pt data set (no changes were made to the pixel size).